Manufacturer narrative:
Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat an approximately 4cm cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, after stent deployment, it was noted that the stent became unraveled and deformed. The stent cover no longer fully covered the stent. In the physician's assessment, the stent might have become caught on the elevator and caused the stent to bow and deform. Reportedly, the physician is comfortable leaving the stent implanted and the procedure was completed. There were no patient complications as a result of this event.